Event description:
It was reported that a micro dislodgment of the rv lead was observed. It was also noted that the lead failed to terminate an episode of ventricular tachycardia. Lead was explanted and replaced. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal.